Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the voyager nc balloon ruptured at 2 atmospheres. The balloon catheter was removed form the pt without incident. A second voyager was used to complete the procedure. There were no reported adverse pt effects. Though requested, no additional info was available.